Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
This patient has two leads from the same lot. It was reported that the patient experienced ineffective stimulation. Troubleshooting was unable to resolve the issue. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have the system explanted.